Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to system was not working. A leak in tubing was found. All components were removed. No information about the patient's outcome was provided.